Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation, which shows three samples exhibiting underfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ tubes, six (6) tubes underfilled. There were no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1: initial reporter address: (B)(6) hospital. G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ tubes, six (6) tubes underfilled. There were no health impact or consequences reported.